Event description:
Boston scientific crm rec'd info that this device was explanted by a cremetory. There was no allegation from the field regarding the function of the device or any cause related to the pt death. This event was created due to the initial testing performed by our reliability assurance laboratory. Initial testing noted a possible performance issue regarding rate fault resets, loss of time from the device clock, and that this device is included within a subset of devices affected by a physician communication regarding the insignia microcrystal failure mode 2 (2005).

Manufacturer narrative:
Upon receipt at our reliability assurance laboratory, device interrogation revealed a previous battery status of good for this device. Communication with the device was uneventful and no warning messages or interruptions in telemetry occurred during the communication process. A rate fault reset was noted in the counters and analysis of the device memory found that the device lost roughly 345 hours. The cause of the time lost on the real time clock, and the rate fault reset noted was isolated to the 200 kilohertz (khz) master clock crystal which stopped oscillating. The cause of the oscillations stopping was isolated to loose foreign material (fm) within the crystal cavity. When the loose fm was in contact with the crystal blades, they would stop oscillating. While the crystal is not oscillating, pacing and telemetry functions cannot be supported and resets may occur.